Event description:
It was reported that a revision surgery is being performed to address pain and a screw that broke post-operatively. The initial construct was l3-s1, and the screw that broke was at s1. It broke in the neck region of the screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, however, x-rays were provided showing the fracture. Root cause: the root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational or traumatic factors. DHR review: the DHR was unable to be reviewed since the lot number is unknown. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address pain and a screw that broke post-operatively. The initial construct was l3-s1, and the screw that broke was at s1; it broke in the neck region of the screw. A CT scan showed delayed union at l3-4 and l5-s1. The construct was extended to l2-iliac during the revision.